Manufacturer narrative:
(B)(4). The batch card(s) for the complaint lot(s) was reviewed and all passed qa inspection. There was no complaint device returned for investigation. Based on the complaint description, it was reported that the balloon had a hole (leak). In the absence of any actual or representative sample for investigation, further investigation could not be conducted to identify the actual root cause of th is reported failure. Therefore, this complaint could not be confirmed.

Event description:
It was reported that once the catheter was inserted, we tried to inflate the balloon with no success. It was observed that the balloon had a hole (leak). The balloon had been tested with success prior to use. It happened with 2 devices same issue, same patient in a row. Clinical consequences: the female patient had to be catheterized 3 times (3rd time was a success). So, it was painful for the patient who is an elderly person.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that once the catheter was inserted, we tried to inflate the balloon with no success. It was observed that the balloon had a hole (leak). The balloon had been tested with success prior to use. It happened with 2 devices same issue, same patient in a row. Clinical consequences: the female patient had to be catheterized 3 times (3rd time was a success). So, it was painful for the patient who is an elderly person.